Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, a worn-out socket slider switch caused intermittent use of high intensity mode. In addition, missing text prints on the front panel, deep scratches on top cover, corrosion on top cover, corrosion on bottom chassis, corrosion on front panel chassis, olympus lamp life meter reading over 500+hours, and lamp life expiration were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display a b30 error with 5 different scopes. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.